Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included clearing the system's error logs. Communication was reestablished.